Event description:
The dental implant fx4010swc was removed on (B)(6) 2017 due to failure to osseointegrate 23 days after implantation. The doctor indicated that immediate loading may have contributed to implant failure. The patient has no significante medical history and has been recovered without complications.